Manufacturer narrative:
During the device evaluation, excessive corrosion was found throughout the trigger area. Corrosion can cause or contribute to device run on. A black substance was found in the cannula and around the outside of the decorative screw. Improper cleaning practices at the account can cause or contribute to device leaking. The handpiece will be repaired and returned to the customer.

Event description:
The system 7 dual trigger rotary was returned to stryker instruments for service, and during functional evaluation it was noted that the handpiece ran on its own when the trigger was released and that there was an unknown substance around the outside of the decorative screw. There was no patient involvement and no adverse consequences associated with the device.